Event description:
A hospital in (B)(6) reported via a distributor that a heater wire connector was "broken" on an (B)(4) adult inspiratory heated breathing circuit. This was observed prior to patient use.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 300 mg/dl, 186 mg/dl, 187 mg/dl, 56 mg/dl, and 55 mg/dl. Low blood glucose symptoms were reported with these results. Customer self treated with a cookie and low blood glucose symptoms improved 5-6 minutes later. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.